Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead threshold values have trended downward since either (B)(6) 2017 or (B)(6) 2018. During device interrogation, loss of atrial capture was noted. Patient did not experience any adverse event due to the issue. Device was reprogrammed. Patient's condition was stable.